Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reay0129 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt allegedly presented u/e PICC related dvt. Removed under fluoro. On 06/16/2017-facility reported pt experienced swelling and discomfort to rt arm. Basilic axillary and subclavian vein thrombosis was diagnosed with doppler. PICC was removed and portacath placed.